Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. A balloon was inflated in the second diagonal coronary artery proximal to the perforation to prevent further bleeding into the pericardium. Fat particles were harvested from the patient's subcutaneous tissue at the femoral arteriotomy site and delivered to the perforation site through a non-abbott microcatheter by saline injection. Subsequent coronary angiography revealed successful sealing of the perforation. Post procedure the patient remained angina free and had an uneventful recovery without recurrent hemopericardium. No additional information was provided. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The following information was reported from an article titled "management of guidewire-induced distal coronary perforation using autologous fat particles versus coil embolization." It was reported that the procedure was to treat a diffusely diseased left anterior descending artery with severe stenosis of a large second diagonal branch and a right coronary artery stenosis. The left main coronary artery was engaged with a non-abbott 3.5 guide catheter and the second diagonal lesion was crossed with a whisper es guidewire. Following pre-dilatation, a 2.25x24 mm unknown drug-eluting stent was deployed at 10 atmospheres. After stent deployment, myocardial blush was noted without frank contrast extravasation in a distal branch of the second diagonal coronary artery consistent with an ellis class ii coronary artery perforation. Hemodynamically the patient remained stable. A bedside echocardiogram was immediately performed showing no pericardial effusion. A final angiogram revealed a well seated and well-apposed stent without residual stenosis and timi 3 flow. The patient was transferred to the recovery area, but about 1 hour later the patient developed tachycardia and pulsus paradoxus. A transthoracic echocardiogram revealed a moderate size circumferential pericardial effusion with significant respiratory variation on mitral inflow pulse wave doppler. The patient was emergently transferred back to the cardiac catheterization laboratory and underwent pericardiocentesis with removal of 200 ml of blood and resolution of the pulsus paradoxus.